Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 as reported in a research article, one patient had their trifecta valve replaced due to heart failure and stenosis with a competitors transcatheter aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "snare-assisted valve positioning of self-expanding valves for transcatheter aortic valve replacement", was reviewed. This research article presented a case study on a (B)(6)-year-old women who underwent snare-assisted valve positioning transcatheter aortic valve replacement. The patient had a history of an ascending aortic aneurysm (4.9 cm) and mixed aortic valve disease secondary to a bicuspid aortopathy. In 2012, the patient underwent ascending aortic hemiarch replacement and surgical aortic valve replacement(savr) with a 23mm trifecta valve. The patient presented with nyha functional class IV heart failure symptoms and severe prosthetic aortic stenosis. The decision was made to proceed with transcatheter aortic valve replacement(tavr) with an evolut pro 26 mm valve. Because of anticipated challenges delivering the evolut valve, tavr with planned snare assistance via the left common femoral artery was performed. After withdrawal of the snare, the evolut valve was deployed uneventfully. The article concluded that the use of snares as a bailout strategy for nose cone entrapment in native and surgical aortic valves has been previously described. These techniques are limited by cumbersome methods to snare the tavr delivery system after gaining wire access to the left ventricle. The primary and correspondence author of the article is katherine j. Kunkel, md, division of cardiovascular medicine, henry ford hospital, k2 ¿ cardiac catheterization laboratory, 2799 west grand boulevard, detroit, michigan 48033, USA with the corresponding email: kkunkel2@hfhs.org.